Manufacturer narrative:
After the investigation, the user had repaired the wheelchair. It is stated in the instructions that the dealer should be contacted if the problem is encountered. After repairing the wheelchair privately, the user may not be locked in place, causing the front wheel to fall off. The results of the investigation: the order number (B)(4) of the library k4 wheelchair meets the quality requirements. (Attachment 2 fqc record) the production order no. (B)(4) finished product inspection record is qualified. (Attachment 3 fqc record/ attachment 4 front castor bolt material report) the results of internal and sgs tests are qualified (the test reports see attachment 5 and 6). The product inspection records of the first three batches of this product are qualified. (Attachment 7). We check the sales records,this product has no similar complaints in recent years.

Event description:
Drive devilbiss healthcare received notice regarding the incident from the insurance adjuster company gallagher bassett, involving a wheelchair, a product imported and distributed by drive devilbiss healthcare. While sitting in the wheelchair the enduser lean to one side to get something, when one of the wheels allegedly came off causing the enduser to fall out of the wheelchair. Allegedly a screw placed on her femur prior to incident broke and came off causing the plate to shift. She had surgery to correct the shifted plate and screws. According to the complaint, the enduser's son had repaired the wheelchair in the past. This report is based on the information that was provided by gallagher bassett.